Manufacturer narrative:
The device has been returned and is pending analysis. A supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: comp (B)(4).

Event description:
A patient was wearing a sleep appliance, and the band attachment broke off. The device was first delivered to the patient on 03/16/2023. The patient reported the issue and stopped using the device in (B)(6) 2024 (exact day unknown). The provider reported that the patient did not suffer any harm, injury, or adverse outcome and no medical intervention was required. The device was rinsed with water prior to being delivered to the patient.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - one of the trays were clear and transparent, but the other tray had a yellow discoloration. General cleanliness - the returned device appeared to be partially clean. It was observed that an anchor was broken off and a connector was not attached to the device. Root cause description: the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. With the anchor breaking off, this would cause the connector to not be able to be attached to the device. Corrective action: no corrective action is warranted at this time. Complaint handling team will continue to track and trend for similar incidents. Fmea review results: in reviewing rpt 7352 rev 4 - silent nite risk management report, the reported issue has already been identified under the "production" process aspect. · failure mode - anchors break off - aspirated. · causes - incomplete curing. Light box was not calibrated or maintained. · effects - patient injury. · severity - 4 (critical - device failure causes serious injury requiring surgical or medical intervention to prevent death or irreparable impairment. Medical device is inoperable and will not be discovered before use with patient). · occurrence - 1 (remote - singular events, generally associated with special cause) · risk mitigation - maintenance and scheduled calibration per our pros should lower the risk of using units that were not calibrated or maintained. · rpn final - 4 (low risk). Manufacturer reference: (B)(4).

Manufacturer narrative:
Corrections: section g3: date received by manufacturer was not captured in previous report was updated in this report. Section h6: type of investigation (b), investigation findings (c), investigation conclusions (d) codes has been corrected in this report. Manufacturer reference: (B)(4).